Manufacturer narrative:
A2: patient age 81 years old (at the time of enrollment).

Event description:
It was reported that perforation in vessel occurred. On (B)(6) 2025 the subject underwent treatment with a 7x150mm, 90cm ranger drug coated balloon (dcb) as part of a clinical trial. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the right arm venous outflow with 6.2 mm reference vessel diameter, 130.00 mm length and 90 % stenosis with no calcification. Pre-dilatation was performed using 7 mm x 100 mm predilatation balloon with residual stenosis of 5 %. The target lesion was treated with 7 mm x 150 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 5 %. On the same day, index core lab angiography findings revealed that target lesion was located in the venous outflow with 5.3 mm reference vessel diameter, 142.79 mm length, and 64.15% diameter stenosis. Post test device usage (boston scientific ranger drug coated balloon), the diameter stenosis was noted to be 28.36%, however a complication of perforation was noted. It was noted there was possible contained perforations along the fistula without any clear evidence of dissection or frank extravasation. No dissection was noted after pre-dilatation and test device treatment. After the index procedure, the functional evaluation of the arteriovenous fistula (avf) showed a flow volume of 853ml/min, a resistance index of 0.53, and blood pressure readings of 156mmhg systolic and 82mmhg diastolic. Post procedure, the subject was advised to continue ongoing anti-coagulant medication therapy.

Manufacturer narrative:
A2: patient age 81 years old (at the time of enrollment).

Event description:
It was reported that perforation in vessel occurred. On 22-sep-2025 the subject underwent treatment with a 7x150mm, 90cm ranger drug coated balloon (dcb) as part of a clinical trial. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the right arm venous outflow with 6.2 mm reference vessel diameter, 130.00 mm length and 90 % stenosis with no calcification. Pre-dilatation was performed using 7 mm x 100 mm predilatation balloon with residual stenosis of 5 %. The target lesion was treated with 7 mm x 150 mm ranger drug coated balloon, study device. Post procedure, the residual stenosis was 5 %. On the same day, index core lab angiography findings revealed that target lesion was located in the venous outflow with 5.3 mm reference vessel diameter, 142.79 mm length, and 64.15% diameter stenosis. Post test device usage (boston scientific ranger drug coated balloon), the diameter stenosis was noted to be 28.36%, however a complication of perforation was noted. It was noted there was possible contained perforations along the fistula without any clear evidence of dissection or frank extravasation. No dissection was noted after pre-dilatation and test device treatment. After the index procedure, the functional evaluation of the arteriovenous fistula (avf) showed a flow volume of 853ml/min, a resistance index of 0.53, and blood pressure readings of 156mmhg systolic and 82mmhg diastolic. Post procedure, the subject was advised to continue ongoing anti-coagulant medication therapy.